Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that unusual noises were coming from the non-invasive ventilator while in use, no alarms were triggered. Device use was stopped. It was noted that the event caused delay of patient treatment; however, there was no patient or user harmed. Per a good faith effort (gfe) response received, it was confirmed that the device malfunctioned. The blower/turbine control board (motor controller printed circuit board assembly) is faulty. There was a fault code, but the customer does not remember what it was. The customer declined service and repair. It was confirmed that after the hospital found a third party to repair the turbine control board, the equipment returned to normal use. No further information was obtained. The device passed the required performance verification tests per philips standards and was returned to service.